Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-03 h6: investigation summary one sample (model #2426-0500) was returned from the customer. It was reported that fluids went through the tubing at a slow rate and also became occluded. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline, and then infused with the pump dchu-0010 and pump module dchu-0016 at 125 ml / hr for 1 hour. The saline was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No occlusions were observed throughout the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2426-0500 lot number 21023131 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 21023133 was performed. The search showed that a total of 34,303 units in 1 lot number was built on 04feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 21023407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h10.

Event description:
It was reported that 3 as lvp 20d dehp 3ss cv experienced component separation and flow issues during use. The following was reported by the initial reporter: I have 3 sets of tubing that were identified as faulty."..." IV tubing bd alaris pump infusion set ref 2426-0500 was used for a moderate sedation in MRI. Pump alarmed occluded. After much manipulation, which included IV module replacement, flushing, and problem solving we found that the problem was the pump infusion set. When the original infusion set wasn't in the module, fluid did go through the set but at slow rate. The above infusion set never worked to infuse fluids through the pump. This created a delay of maintenance IV fluids for 12 minutes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21023407. Medical device expiration date: unknown. Device manufacture date: 2021-02-16. Medical device lot #: 21023133. Medical device expiration date: 2024-02-03. Device manufacture date: 2021-01-28. Medical device lot #: 21023131. Medical device expiration date: 2024-02-03. Device manufacture date: 2021-01-28. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 as lvp 20d dehp 3ss cv experienced component separation and flow issues during use. The following was reported by the initial reporter: I have 3 sets of tubing that were identified as faulty."..." IV tubing bd alaris pump infusion set ref 2426-0500 was used for a moderate sedation in MRI. Pump alarmed occluded. After much manipulation, which included IV module replacement, flushing, and problem solving we found that the problem was the pump infusion set. When the original infusion set wasn't in the module, fluid did go through the set but at slow rate. The above infusion set never worked to infuse fluids through the pump. This created a delay of maintenance IV fluids for 12 minutes."